Event description:
Patient had a revision of left knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown alleged otismed left knee cutting guide. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.